Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to provide blood glucose readings on the ilet device, consistent with intermittent communication failure and signal loss; the caregiver attempted troubleshooting and device restart, then ultimately applied a new sensor that paired successfully, and dexcom support was engaged for sensor replacement, indicating an interoperability issue involving the user device¿s electrical subsystem. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem with intermittent communication involving the antenna component within the electrical and magnetic system of the user-end device which resolved after replacement. It was concluded, based on previously established findings for similar reports, that the cause was traced to sensor component failure and no ilet malfunction identified after replacement of sensor.

Manufacturer narrative:
Initial.